Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins), implanted for spinal pain. It was reported that patient has had the stimulator in since 2009. Patient had a revision in march of last year (2017). Patient asked if they may be able to use a heating pad in conjunction with their stimulator therapy. No specific symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
Correction to notified date. If information is provided in the future, a supplemental report will be issued.